Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2: additional device product codes: gff, gfa, hsz d4; g5 h6: no documents could be found in the synthes systems for this part / lot combination. The device is not being returned therefore, we are unable to verify the information needed to obtain the correct documentation. In the event the device is returned in the future we will revisit this request. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient underwent for an unknown surgery. During the surgery, the drill 2.5 of the cortex screw was broke. It was unknown if the surgery completed successfully. There was no harm to the patient. Concomitant device reported: unknown cortical screw (part# unknown, lot# unknown, quantity# 1). This complain involves one (1) device. This report is for (1) 2.5mm drill bit/qc/gold/110mm. This is report 1 of 1 for (B)(4).